Event description:
Continuous passive motion machine malfunctioned while on pt. Settings were set as ordered but machine totally flexed the pt's leg. Continuous passive motion machine removed from service.